Manufacturer narrative:
Three serial numbers have been provided ((B)(4)), but it is still not known which one is related to this report/patient. This information will be provided in a follow-up report if and when the information is made available. One of the devices ((B)(4)) is currently in use at the facility, so it is not available for investigation. The availability of the other 2 reported units is unknown. The correct serial number for this report is unknown. The manufacture dates for all reported serial numbers are: (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that a patient presented with a sternal wound infection following a coronary artery bypass grafting procedure. On (B)(6) 2015, three sorin heater-cooler system 3t devices were sampled and tested positive for mycobacterium abscessus. The facility has not positively linked the patient infection with any of the heater-cooler devices. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a patient presented with a sternal wound infection following a coronary artery bypass grafting procedure. On (B)(6) 2015, three sorin heater-cooler system 3t devices were sampled and tested positive for mycobacterium abscessus. The facility has not positiveley linked the patient infection with any of the heater-cooler devices.

Manufacturer narrative:
The information provided in the initial report was out of date. The current status of each of the units is as follow: (B)(4) have been returned to sorin group (B)(4) for further investigation, which is still ongoing. The third device, (B)(4) has been requested but has not yet been received at sorin group (B)(4).